Event description:
The patient's jejunostomy tube was found lying on bed by nurse when helping a restless patient in the post anesthesia care unit. The patient had to go to special procedures in imaging to replace feeding tube.